Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine was rebooting unexpectedly. The technical support specialist (tss) received permission to dial in and accessed station. Logged in as cfnadmin, reviewed event viewer, and noted both drives were below 80% capacity, with memory usage at 87%, causing sluggish performance. Deleted temporary files and unused old windows patches, then rebooted the station and verified the memory usage was 76%. The customer acknowledged and case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine rebooted unexpectantly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.